Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -8.0 into the patient's left eye (os) on (B)(6) 2013. The surgeon reports low vault, refractive change over time, glare/halos, and blurred vision. The lens remains implanted.

Manufacturer narrative:
On (B)(6) 2018 the lens was exchanged for a longer lens and the problem was resolved. Device evaluation: the lens was returned dry in a micro centrifuge vial. There was residue on product. Visual inspection found the haptic bent and foreign material on lens surface (residue on lens). (B)(4).